Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient ((B)(6)) experienced high impedances on their competitor leads. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have a revision. The physician had a difficult time inserting the leads into the ipg header (off label use) so they used sterile oil. The leads were successfully re-connected and the issue was resolved.